Event description:
A report was received that the patient developed bladder complications after the implant procedure. The patient indicated going to the emergency room three times due to the bladder issues. It is unknown whether the patient was provided treatment in the emergency room.

Manufacturer narrative:
Additional information was received that the physician did not believe the bladder issues were procedure related.

Event description:
A report was received that the patient developed non-device related bladder complications after the implant procedure. The patient indicated going to the emergency room three times due to the bladder issues. It is unknown whether the patient was provided treatment in the emergency room.